Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing gel additive in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on:02-oct-2025. Investigation summary: bd received two photos and 467 samples for investigation. The evaluation of the attached photos and samples revealed that tubes did not contain gel( 6 out of the 467 tubes did not contain gel). A total of 100 retained samples were visually inspected, and no missing gel was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing gel. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing gel additive in an unspecified number of devices. No adverse impact was reported regarding the patient or user.